Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was updated and rebooted in the middle of a surgery case. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that there were no failures and stated that it seemed to be a power surge. The system functioned as intended after the field service engineer troubleshot the device.